Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Customer stated needle sticks are due to lack of training.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "we had several incidents of needle stick injuries from the current supplied item. 1. Was it used needle stick injury? :yes this was used needle from bd staff are not trained to use them. 2. Was the patient blood tested for blood borne pathogens? No. 3. Was the healthcare worker given any additional treatment because of the unsi? Yes we followed our sop and phlebotomist was seen at a& e. 4. Please provide details of the treatment: blood taken and hep b booster was given . 5. Were ¿universal precautions¿ met when carrying out procedures? This why we are requesting your trainer to spend time with our phlebotomist and demonstrate to them how to use this particular item supplied by bd."